Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem described was due to a hardware failure. The bearing of the rotary anode x-ray tube, which is a consumable part, was blocked temporarily and the foci were defective. A standing rotary anode inevitably leads to the loss of x-rays. Despite all the qualitative precautions, such failures, which are technologically related, cannot be completely avoided. The x-ray tube was replaced by the local service organization and no further errors have been reported. The spare parts consumption of the x-ray tube was checked, and no irregularities were found. A possible systematic error that would lead to a corrective action could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.